Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral incisional hernia repair. He had revision surgery 1 year and 6 months post-surgery. The patient experienced pain, adhesions, hernia recurrence and mesh tearing.